Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. In addition, per the reported event, it is confirmed that the death is due to the postoperative complication not because of the product malfunction. We are reporting this event for notification purposes.

Event description:
It was reported that the patient underwent a procedure at t9/s1 at left side and t9/iliac at right side using posterior fixation. Reportedly the procedure was completed without any problem. The patient died the next day after the surgical procedure. It was confirmed by the surgeon that the death was due to excessive postoperative bleeding, not because of any implants malfunction. No additional information was provided.